Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 17jul2017 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported issue "during service found aux 5-1 drawer failure" was confirmed during the fse testing and subsequently validated in the dchu testing process. According to work order (B)(4), the fse reported that inspect bus cable, found bus cable damaged behind the first drawer. The fse replaced the bus cable and ran diagnostic but drawer 5-1 still not operational. Power down and inspect/reseat connection. The fse replaced cable and ran diagnostic again. During dchu visual inspection p/n 353844-01: with no signs of physical damage, loose components, fluid ingress or missing components. P/n 121085-01: a detailed examination under a microscope was performed to confirm the thermal damage on the received assy cbl pyxibus 7 drawer. During dchu testing p/n 353844-01: passed successfully the dmm and hta testing. P/n 121085-01: no further test was required due to thermal damage and exposed copper strands observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5.1 failed. As per part investigation, it was determined that there was thermal damage and exposed copper strands observed on assy cable pyxibus 7 drawer. There were no adverse events or injuries reported based on this event.